Event description:
It was reported that a patient's implantable cardioverter defibrillator delivered shocks and that the patient was not feeling well. The ICD was unable to be interrogated. Fluoroscopy was performed and revealed that the right ventricular (rv) lead is broken. No changes or interventions were reported. The patient condition was unstable.

Event description:
Additional information received notes that the right ventricular lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of interrogation failure could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted. The patient condition was not known.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.